Manufacturer narrative:
Belmont medical technologies have requested that the rapid infuser, ri-2 involved in the incident be returned for investigation. It appears that an incident may have occurred, however at this time it does not appear to be attributable to the device. As of the date of this report, the ri-2 has not been returned to belmont for investigation. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates there have been no other reports of this nature. The user indicated there was no patient injury and believes that the issue may be attributed to the hospital's monitor system. On december 17, 2020, the trauma program manager confirmed that the device will be returned to belmont for investigation. Belmont will evaluate the unit and submit a follow-up report when the investigation results become available.

Event description:
Belmont's sales representative received a complaint involving a belmont rapid infuser, ri-2 from the user facility and reported the following: "user described infusion over 50 units of blood products through the belmont ri2 in the or and the delivery was flawless. The catheter being used was a cordis in the right femoral vein. When continuing the blood delivery in the ICU, the patient's EKG started showing v-fib as the machine was delivering fluids. As soon as the flow from the ri2 was stopped the patient returned to sinus tachycardia on the EKG monitor."